Event description:
No updates.

Manufacturer narrative:
Associated medwatches: 2916714-2020-00434, 2916714-2020-00435, 2916714-2020-00436, 2916714-2020-00437, 2916714-2020-00438. Reference code nx051z device name as vega ps tibial plateau, cemented t1, serial number n/a, batch number unknown, UDI device identifier (B)(4), UDI production identifier unknown, basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date unknown. Ref.code device name batch: nx009z as vega ps femoral comp.cemented f4n l unknown. Nx042 patella 3-pegs p2 unknown. Nx111 vega ps gliding surface t1/1+ 12mm unknown. Nn260p plug f/tibial plateau unknown . Investigation: no product at hand. Therefore an investigation at the device is not possible. Pictorial documentation: there are no pictures available. Batch history review due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (loosening) a product safety case (psc) was initiated.

Manufacturer narrative:
If follow-up information or manufacturing investigation is provided, a supplement will be submitted.

Event description:
It was reported that there was an issue with as vega knee. It was reported that as a result of having the product implanted, the patient has experienced loosening which resulted in a revision surgery. The primary procedure occurred on (B)(6) 2013, and the revision was performed on (B)(6) 2019. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: as vega system ps. As patella p2. As vega ps tibial plateau cemented. As vega ps gliding surface t1/t1 + 12mm. As vega peek plug t1 - t5. The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00434. 2916714-2020-00435. 2916714-2020-00436. 2916714-2020-00438.